Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 20mm x 3.5mm target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 3.50x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the stent was noted to be lifted. The procedure was completed with another of the same device. No patient complications were reported.